Manufacturer narrative:
(B)(4) date sent: 03/21/2016. Concomitant medical products: information was not provided by the contact. Information is unavailable; device was not returned for evaluation. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did any pieces of the devices fall inside the patient? No.

Event description:
It was reported that during an unknown procedure, the bag seemed very flimsy and tear easily. It was used and failed. There was no adverse consequence to the patient reported.